Event description:
It was reported that the left ventricular lead was no longer capturing and the physician thinks that it was displaced during previous changeout. The lead was capped and a new epicardial lead was added. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.